Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the lay-user/patient claimed that there was a leakage in her insulin cartridge when she replaced it into the insulin pump on (B)(6) 2011. Subsequently for the following two days, the patient obtained blood glucose in the 200-300 mg/dl. She reportedly tested for large ketones on the day of concern. According to the patient his blood glucose readings of "211, 220, 212, 277, and 220 mg/dl" throughout the night of (B)(6) 2011 did not responding to the insulin correction. On the (B)(6) 2011, the patient obtained medical intervention with correction insulin in the form of homolog pen from her healthcare provider. In addition, her water intake was increased to clear her ketonic condition. During troubleshooting, the patient claimed that 10 minutes prior to the replacement of the insulin cartridge, she discovered the leakage on the plunger end of the cartridge. The patient did not detect any visible damage neither on the cartridge, or rings, nor the plunger ring. However, she noticed that there were bubbles and moisture in the plastic of the plunger. The 8 remaining cartridges will be return for investigation. This complaint is being reported due to the following conclusions. The patient claimed that she had large amounts of ketones and received medical intervention accordingly while she used the alleged leaking cartridge of insulin with the animas insulin pump.